Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: visual and tactile analysis noticed numerous separations along the catheter shaft as well as numerous kinks. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
Same case as MDR# 2134265-2016-00991. It was reported the shaft broke. During a thrombectomy procedure in an unknown vessel, the physician selected the use of a fetch® 2 while the fetch® 2catheter was inside the sheath the device fractured in about five places on the proximal side. The device was able to be removed completely from the patient and another fetch® 2 device was advanced. This device also fractured while in the sheath on the proximal side. The device was completely removed from the patient with no complications. The patient status was okay.